Manufacturer narrative:
(B)(4)g2: foreign: country: belgiumcustomer has indicated that the product was implanted will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an incorrect implant was inadvertently provided to the customer than what was ordered and was later implanted into a patient. There was no adverse impact to the patient or surgical complications from the use of the unintended implant. It was reported that there is a risk of periprosthetic fracture because of the distal thicker implant; however, no fractures occurred during surgery. The surgeon was informed of the matter and will pay close attention during follow up. There was no patient information available as it is not allowed by country regulations. No additional information was available.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: d4; g3; h2; h3; h4; h6 h6: proposed component code: mechanical (g04) ¿ stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to off label use as taperloc hip system surgical technique 2382.1-glbl-en page 7 states ¿when implanting a cementless implant, the definitive implant is equivalent to the last broach used¿, therefore placing the primary stem instead of the broached reduced distal is considered off label use. The event is confirmed via information received from the rep. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.